Event description:
The following has been reported: biomed reported: "service needed error." Patient harm: no infusion stoppage: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for sticky pins. Outlet pin was dragging severely and was not able to be resolved with external cleaning alone. An internal cleaning was also performed and the pin is now moving freely. The rear cover o ring is also partially unseated and will need to be replaced. The customer reported complaint was confirmed during investigation.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.